Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu had two occurrences of failed aak testing. However, while at the site, the unit passed accuracy testing twice. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while testing the navigation system, the camera failed aak accuracy testing. There was no patient present when this issue was identified. No additional information was provided.